Event description:
Customer reported they received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn(B)(4), lot#23097h, reader sn(B)(4)). A repeat cue test performed on (B)(6) 2022 provided a negative result. On (B)(6) 2022, the customer tested negative with the assuretech echotest igm covid-19 antibody test and the celltrion diatrust covid-19 antigen rapid test. On (B)(6) 2022, the customer tested negative with the covid-19 antibody n follow-up test. Customer also received negative results when testing with at-home antigen tests and pcr tests, but did not provide brand, frequency or dates of these tests. Individual was vaccinated, boosted, had no symptoms and no known exposure. The customer also reported that their child received a positive result followed by multiple negative results. See case (B)(4) for the customer's child's false positive report.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.